Event description:
It was reported to vyaire medical that the 3100a ventilator is not pressuring. As of this time, there is no information about patient involvement associated with this reported event.

Manufacturer narrative:
"Vyaire file identification: (B)(6). Vyaire medical went onsite found one defective valve and leak at bellows water trap. As a resolution, both were corrected. Performed circuit calibration and performance checkout. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available."